Manufacturer narrative:
It is not clear what the customer believes the relativity is between the observation of the event and the use of the product.

Event description:
Distributor reported that their customer complained that there were fibrin deposition observed after cataract surgery.